Event description:
A report was made regarding a pump that triggered an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin was initially suspended due to the alarm; however, after following instructions from technical support to clean the speaker holes and reposition the cartridge, normal operation was resumed. Technical support offered preventative tips for avoiding altitude alarms in the future, which the caller acknowledged.